Manufacturer narrative:
Stryker evaluated the device and replaced the battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device powered off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. Patient involvement was not reported with the event.

Manufacturer narrative:
Further investigation of the reported issue of unexpected loss of power could not verify or duplicate it. The root cause of the issue could not be determined.

Event description:
The customer contacted stryker to report their device powered off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. Patient involvement was not reported with the event.